Event description:
During an incident on 2/2000 involving a pt in cardiac arrest, this defibrillator detected a treatable rhythm and shocked the pt 3 times. The pt was pronounced at the hosp. Later, the ems coordinator questioned the defibrillator's treatment of 2 sequences of what he called "non-perfusing artrial rhythm."